Event description:
Facility reported that home p.d. Pt, reported that during the end of "fill phase" she noticed a "dark speck". In the tubing of y-set. Pt immediately clamped off tubing and disconnected. No pt injury.